Event description:
The pt called to report that on saturday 06/19 she has had a very low blood glucose. Her husband found her and took her to the ER at (B)(6) hospital in (B)(6). They treated her with a dextrose drip. She has been running high (400 mg/dl or more) in the 3 days since the ER visit, which she believes is because, dextrose "makes her respond abnormally for days." Her physician recommended she call insulet. At the time of the call, she was in (B)(4)city. Her blood glucose was 78 mg/dl (target 110 mg/dl), so her husband was getting her some juice. She also states, she had a cough and a fever.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's low blood glucose. The qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring, advising that "you can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often." And "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."